Event description:
Routine investigation when a complaint was rec'd that a higher blood glucose value of 77 mg/dl was rec'd on a customer's precision qid meter when compared to a laboratory comparison of 48 mg/dl. When these values are plotted on a clarke error grid, the analysis fell into the "d" zone showing the values to be clinically significant. There was no report of medical intervention death or serious injury.